Manufacturer narrative:
Initial reporter did send an MDR to the FDA for this issue. (B)(4).

Event description:
It has been reported that revision surgery was performed due to pain. The primary surgery was performed in (B)(6) 2009.